Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt chest pressure. The implantable pulse generator (ipg) device was observed with single dropped ventricular beats even though it was programmed in managed ventricular pacing (mvp) mode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.